Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, two (2) drill bits were dull and did not work correctly when trying to put on a 2.7 mm cortical screw. There was a surgical delay of four (4) or five (5) minutes when the patient was under anesthesia to grab substitute drill bits. The procedure was successfully completed. There was no injury or damage to the patient. Concomitant devices: cortex screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 2.0 mm drill bit with depth mark. This is report 1 of 2 for (B)(4).